Event description:
A customer contacted beckman coulter inc (bec) and reported a leak of approximately 2ml of blood and cell lyse from the nucleated red blood cell (nrbc) mixing chamber on the unicel dxh 800 coulter instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. No one was splashed or sprayed. There were no reports of exposure to mucous membrane or open wounds and no one sought medical attention. Material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The leak was cleaned by the customer. There was no impact to sample results. There was no death, injury, or an effect to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The nrbc mixing chamber may have the presence of blood, lyse and diluent while in operation and cleaner while in shutdown. The fse was dispatched on (B)(4) 2012 and found no leak upon arrival. The fse ran approximately forty five (45) samples and controls and did not observe any leaks from the nrbc mixing chamber area. The mixing chamber was inspected by the fse and appeared to be free of any debris. The fse performed verification of repair to meet specified requirements per established procedures. There was no further evidence of leaking. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is unknown based on information provided. (B)(4).